Event description:
It was reported that during a bilateral inguinal hernia procedure using the da vinci 5 system, the customer experienced repeated recoverable faults on arm 1. The operating room staff contacted technical support after the procedure to report the issue, noting that the error had also occurred during the first procedure of the day. System logs confirmed multiple error events associated with the proximal suj assembly on arm 1. Technical support completed all recommended troubleshooting steps and advised that additional troubleshooting may be needed, with a recommendation to prepare for replacement of the affected component. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included the replacement of the proximal suj assembly on arm 1 of the system, as recommended by technical support and performed by field service. The part was exchanged and the system was subsequently tested and verified as ready for use. Intuitive surgical, inc. Did receive a da vinci 5 product to perform failure analysis. The assy proximal suj outer was analyzed and the reported problem of arm 1 errors was confirmed but not replicated. The 3 phase motor errors 23062 reported by the suj vertical were found in the system logs, confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit performed as expected without any errors when installed on a golden system and passed all relevant tests on a pftp. Failure analysis concluded that the cfs motor stator is consistent with the reported problem and could be the potential root cause.

Manufacturer narrative:
The probable root cause is due to an issue with the cfs rotor motor within the suj.

Event description:
Refer to h11 for follow-up information.